Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. However an extended investigation for this complaint was previously completed and reported in the previous submission. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction while wearing the adc freestyle libre 2 sensor and experienced symptoms of redness, pain, inflammation, pus, and insertion site infection. The customer had contact with a healthcare professional who prescribed lanette (soothing) cream and affusion (antibiotic) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction while wearing the adc freestyle libre 2 sensor and experienced symptoms of redness, pain, inflammation, pus, and insertion site infection. The customer had contact with a healthcare professional who prescribed lanette (soothing) cream and affusine (antibiotic) as treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a skin reaction while wearing the adc freestyle libre 2 sensor and experienced symptoms of redness, pain, inflammation, pus, and insertion site infection. The customer had contact with a healthcare professional who prescribed lanette (soothing) cream and affusine (antibiotic) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.